Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that they did not get no delivery alerts and customer not aware that they did not get insulin. Customer stated that they cannot saw screen in sunlight and battery indicator inconsistent. The devise will not be returned for analysis.